Event description:
Patient underwent breast reduction surgery in 2008, and two (2) pain pumps were inserted (fill volume 400ml). At about 6 days later, patient was found deceased in her bed from acute combined drug toxicity of bupivacaine and propoxyphene, and other issues identified in the autopsy.

Manufacturer narrative:
No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. It was reported that two on-q pumps were placed on the patient. No specifics on the flow rate for either pump were provided. The directions for use for on-q pain pumps contain a warning that states: two medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient's clinical status (such as age, body weight, disease state of patient, concomitant medications, ect.). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.